Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found an alert for possible output circuit damage upon device receipt. The device was tested on the bench and low impedance consistent with output circuit damage due to hv output into a low impedance load was confirmed. The cause of the low impedance remains undetermined.

Event description:
This report is to advise of an event observed during analysis.